Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed and no anomalies were found. The grommet was damaged.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead sensing dropped, the threshold increased and the impedance dropped. In an x-ray image no abnormality was seen. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. When the lead was disconnected from the header, the physician observed blood in the connector. According to the physician it was more than he thought to be normal and deeper in the header. The device was explanted and replaced. No patient complications have been reported as a result of this event.